Event description:
The reporter stated the surgeon attempted to insert a cq2015a collamer aspheric three piece lens but changed his mind. There was pt contact but no injury, no sutures or widening of the incision. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
(No lens malfunction); eval: results: visual inspection of the returned product found pieces of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval.